Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician implanted a 35mm gore helex septal occluder to close an atrial septal defect (B)(6) 2013. During a recent follow-up, an MRI confirmed the device had shifted and a large superior residual shunt was noted. The helex device was removed (B)(6) 2016 in a surgical procedure where the defect was repaired with a patch. The patient was doing well following the procedure.